Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and bs-lynx was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection and recurrence. It was reported that patient underwent a total laparoscopic hysterectomy/bso on (B)(6) 2011 and on (B)(6) 2010 underwent excision of vaginal mesh due to foreign body on anterior vaginal wall failed urethral suspension. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to mixed urinary incontinence. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and bs-lynx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced infection and recurrence. It was reported that patient underwent a total laparoscopic hysterectomy/bso on (B)(6) 2011 and on (B)(6) 2010 underwent excision of vaginal mesh due to foreign body on anterior vaginal wall failed urethral suspension. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.